Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and undersensing, deactivating the smart pass feature and leading into oversensing. The technical services (ts) discussed troubleshooting options and recommended to reprogram the device setting. Troubleshooting was performed with the patient in clinic and all vectors were unsuccessful. After reviewing the x rays performed, it was noted that the system moved slightly, with a rotation in the s-ICD and the electrode a little bit higher than expected. The therapy was programmed off during the weekend and it was recommended to reposition the system if the physician called it. Therapy went back on, and the system reprogram. The plan is to monitor the patient closely. This electrode remains in service. No adverse patient effects were reported.